Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h2, h6 health effect - clinical code, device code(s), and type of investigation. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 7 months and 25 days due to endocarditis. The explanted valve was replaced with a 21mm 11060a valve. Per medical records, the patient presented to the ER with chest pain and chills. Blood culture was positive for staphylococcus epidermidis. Tee showed vegetation on the prosthetic av and native tv. The patient underwent redo-avr bentall procedure with a 21mm konect resilia valved conduit, reimplantation of left coronary artery and ligation of rca, CABG, and tv with a non-edwards porcine valve. Intraoperative findings showed an aortic subvavlular abscess and significant destruction of the septal leaflet of the tricuspid valve. The patient was transferred to ICU in stable condition. He had expected complete heart block after surgery due to the extensive bradycardia required for both the aortic and tricuspid valve replacements. A pacemaker was placed on pod#5 and was discharged home on pod#21.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 7 months and 25 days due to unknown reason. The explanted valve was replaced with a 21mm 11060a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.